Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim. IV tubing started leaking while infusing ivf. Blood baked up on the line and caused a clot. IV had to be replaced. Defective tubing replaced. Srs completed.

Manufacturer narrative:
Initial reporter facility name- (B)(6)hospital of orange county children's specialists. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported that the infusion set is defective and started leaking. No product or photo was returned by the customer. The customer complaint of tubing deffective/damaged could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2420-0007 lot number 1023015682 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: 2420-0007, lot#: 1023015682. It was reported by the customer that the IV tubing started leaking while infusing ivf. Verbatim: rcc received a complaint via email. Email(s) attached. IV tubing started leaking while infusing ivf. Blood baked up on the line and caused a clot. IV had to be replaced. Defective tubing replaced. Srs completed.